Event description:
On (B)(6)2017: a (B)(6) year old female underwent a robotic insertion of a gastric neurostimulator and gastric neurostimulator leads x2 for gastroparesis. On (B)(6)2017: patient was scheduled for an upper gi series due to nausea. Results revealed an incidental linear foreign body overlying the left abdomen measuring 13.5 cm in length. Patient returned to the operating room for removal of gastric pacemaker lead wire. The gastric pacemaker lead was found in the intramuscular portion of the tract through the abdominal wall (left lower quadrant) which could not be seen intraperitoneally or subcutaneously during the previous operation. It was removed easily. The lead measured approximately 13.0 cm.